Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 871761-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included venlafaxine. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced arthralgia ("joint pain/hip pain"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced adenomyosis ("adenomyosis") and peritoneal adhesions ("omental adhesions to abdominal wall"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), headache ("headaches"), vulvovaginal mycotic infection ("yeast infection"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), pelvic adhesions ("bladder adhesions to the lower uterine segment"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, headache, menorrhagia, alopecia, allergy to metals, adenomyosis, peritoneal adhesions, pelvic adhesions, vulvovaginal pain and weight increased outcome was unknown, the dysmenorrhoea and vaginal haemorrhage had resolved and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, peritoneal adhesions, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion patient's current weight 200 lbs. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 871761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included venlafaxine. On (B)(6) 2014, the patient had essure inserted. In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In april 2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). In september 2014, the patient experienced arthralgia ("joint pain/hip pain"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced adenomyosis ("adenomyosis") and peritoneal adhesions ("omental adhesions to abdominal wall"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), headache ("headaches"), vulvovaginal mycotic infection ("yeast infection"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), pelvic adhesions ("bladder adhesions to the lower uterine segment"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, headache, menorrhagia, alopecia, allergy to metals, adenomyosis, peritoneal adhesions, pelvic adhesions, vulvovaginal pain and weight increased outcome was unknown, the dysmenorrhoea and vaginal haemorrhage had resolved and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, peritoneal adhesions, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion patient's current weight 200 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information updated. Added event vaginal pain, weight gain. Updated onset date, outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 871761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included venlafaxine. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), headache ("headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("yeast infection"), migraine ("migraines"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis"), peritoneal adhesions ("omental adhesions to abdominal wall"), pelvic adhesions ("bladder adhesions to the lower uterine segment"), arthralgia ("joint pain/hip pain") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, arthralgia, back pain, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, peritoneal adhesions, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, patient details, lab data and product information, concomitant drug, events- menorrhagia, dysmenorrhea (cramping), hair loss, yeast infection, migraines, nickel allergy, vaginal discharge, adenomyosis, omental adhesions to abdominal wall, bladder adhesions to the lower uterine segment, joint pain/hip pain and back pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 871761-invalid,b71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included venlafaxine. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle /dysmenorrhoea (cramping)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and alopecia areata ("hair loss / exacerhation of alopecia areata"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2014, the patient experienced arthralgia ("joint pain/hip pain / joint pain worsened"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis") and peritoneal adhesions ("omental adhesions to abdominal wall"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), pelvic adhesions ("bladder adhesions to the lower uterine segment / adhesions"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and scoliosis ("scoliosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, headache, menorrhagia, alopecia areata, migraine, allergy to metals, adenomyosis, peritoneal adhesions, pelvic adhesions, vulvovaginal pain, weight increased and scoliosis outcome was unknown, the dysmenorrhoea and vaginal haemorrhage had resolved and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia areata, arthralgia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, peritoneal adhesions, scoliosis, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Patient's current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Batch no b71761 production date 2013-09-10 expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-dec-2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), headache ("headaches") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (essure ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, headache, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.